Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical on site visit, field service engineer (fse) checked eye tracker setup. Found left ir pod slightly out of adjustment, optimized ir illumination; found ir image slightly defocused, optimized focus; noted et fold mirror was stained with bss (balanced salt solution) stains. The root cause could be determined conclusively as user handling, by not avoiding bss (balanced salt solution contact to the device, specifically the eye tracker. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system was having trouble tracking light eyed patients during procedures. The surgeon was able to complete the cases. Additional information has been requested.